Manufacturer narrative:
Additional narrative: examination of the submitted cutting guide confirmed one of the two saw captures has disassembled from the device. The root cause is being attributed to device wear from normal use and servicing. Preliminary risk assessment (B)(4)-pra was conducted. Based on the root cause determination of device wear from normal use and servicing, the need for corrective action is not indicated. Continue to monitor through (B)(4). Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
The slot of the patella resection guide that the saw blade is inserted through to resect the patella broke while the surgeon was cutting the patella.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.